Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported perforation, cardiac arrest, respiratory distress, surgical procedure, additional therapy/non-surgical treatment, and hospitalization are known risks associated with the device and procedure. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, or design. The lot number was not provided, therefore, device lot history review could not be performed. The graftmaster stents (B)(4) mentioned are being filed under separate medwatch report numbers.

Event description:
It was reported that during a procedure to treat a right coronary artery (rca), performed on (B)(6) 2010, a rx voyager balloon catheter was used for pre-dilatation and a perforation occurred. A graftmaster 4.0 x 16 covered stent was being advanced to the perforation; however, the operating room became available, so this stent was not placed. The patient was taken to surgery where the bleeding was stopped. The patient remained in the hospital and at one point was up walking around. However, on (B)(6) 2010 the patient passed out and went into asystole. The patient was intubated and CPR was performed. The patient was brought back into the cath lab and extravasation was visually noted. Three graftmasters (3.5 x 12, 3.5 x 16, 4.0 x 12) were implanted, but failed to seal the perforation. Finally, a forth graftmaster (4.5 x 12) was implanted and the perforation sealed. On (B)(6) 2010 the patient was transferred to a long term care facility on a ventilator. No additional information was provided.